Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30422841l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a ventricular tachycardia (vt) ablation procedure in the left ventricle (lv) on which the thermocool® smart touch® sf bi-directional navigation catheter got stuck inside the patient¿s body requiring surgical intervention. A retrograde access was used to enter the lv via the artery. Femoral access in the vein and in the artery were performed. It was not easy to enter through the aortic valve due to which the physician felt like the curve of the catheter was broken. When changing the catheter and pulling it back (from stsf to pentaray through the same access) the stsf got stuck in the femoral artery, quite close to the femoral access point. The catheter tip was folded over. The doctor was unable to push the catheter back towards the aorta and was also unable to pull towards the artery. (Post-procedure, it was found that the catheter curve was stuck in a fully deflected position). To finish the procedure, the second access (transseptal access) was used to perform the ablation. The procedure was delayed by 1 hour. Afterwards, the patient was transported to operating room to get the catheter removed surgically. It was reported that the patient suffered a complication (renal dysfunction) due to the surgery performed; however, the vt was solved. Prolonged hospitalization was required. Physician¿s causality opinion was not provided. No damages were noted on the catheter electrodes upon removal. Per internal review on 12/8/2020, it was determined the main issue and most immediate result of the failure of device entrapment was surgical intervention. The renal dysfunction would be considered a cascading of harms (resulting from the surgical intervention required) and therefore would not be specifically attributable to the device itself. It would not be considered a complication of the ablation procedure, but that of the surgical intervention. The deflection issue is not MDR-reportable. However, since the event required surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.

Manufacturer narrative:
A picture showing ultrasound imagen was received for analysis. The photo does not provide sufficient information related to the reported event and therefore no result can be obtained from it. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).